Event description:
It was reported that the pump battery depleted too quickly, leading to a pump shutdown. There was no adverse impact to the customer¿s blood glucose level. No replacement pump was provided since the device was out of warranty. Customer reverted to an alternate method of insulin therapy.